Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that he tried to lift the flap and noted that a small tear occurred at the three o¿clock position while trying to unstick the opaque bubble layer in left eye of the patient during refractive surgery, however, he was able to lift the flap and completed the treatment, a bandage contact lens was placed at the end. Surgeon had four laser assisted in situ keratomileusis surgeries this was case second case and it only happened to this patient, one eye was affected and it has not happened to any other doctor in the practice